Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt did not wear a mask. On the same day, the patient sought medical care for the peritonitis. On unknown dates, the patient was treated with an unknown antibiotic (dose, frequency and route unknown) for peritonitis. The pt recovered from the peritonitis event (13 days after the peritonitis began).the patient was retrained on sterile technique (date unspecified). At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.